Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Orif done with djd ii on (B)(6) 2017. On (B)(4) 2017, because the patient had nerve paralysis, the surgeon attempted to replace the apex pin. The radial nerve was ruptured. The nerve was sutured and the apex pin was removed.